Manufacturer narrative:
B3: (B)(6) 2026 was the reported month/year of the event, but the exact day was not provided. H3: the device was received for evaluation. Lot history review and device history record (DHR) review were performed, and no discrepancies or anomalies were identified during manufacturing. Visual inspection identified that the package was not properly heat sealed, with faint heat seal marks present. The customer¿s reported problem of an open/compromised sterilization seal was confirmed. The most probable cause was determined to be a heat-sealing process error during manufacturing, where sealing temperature dropped below specification and the required sealing cycle was not completed. No additional testing was performed.

Event description:
It was reported the seal of the sterilization bag was open. The event occurred upon/before opening. There was no patient involvement.